Event description:
This device was implanted on (B)(6) 2010 and was explanted on (B)(6) 2016 due to advisory/recall. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).